Event description:
The biomedical engineer (bme) reported that the hospital had a power outage and as a result the central nurse's station (cns) failed to respond. The bme reports that the cns does power up, but they have a "network disconnect" message displayed on the monitor. No patient harm was reported. Nihon kohden technician asked the bme the status of the hospitals network and was informed that the hospitals network was not coming up fully which was keeping the cns from booting up properly. Nk technician requested the bme to inform nk technical support once they have a chance to confirm that the hospitals network is fully up and running but no further information on this issue has been received to date from the bme.